Event description:
It was reported that the atrial lead had an increase of thresholds, loss of capture and sensing issues. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4092-58, lead, implanted: (B)(6) 2006; fr995-29, tissue valve, implanted: (B)(6) 2006. (B)(4).